Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the inner insulation of the lead developed cosmetic (mio) metal ion oxidation while in vivo. The analyst commented that cosmetic metal ion oxidation was observed on the inner insulation of the returned lead segments. An insulation breach was not observed. The full lead was not returned.

Event description:
It was reported that the right ventricular (rv) lead experienced low pacing impedance and bipolar impedance was less than unipolar. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.